Event description:
Caller states, the patient tested 2.0 inr on the coaguchek pst system and 5.2 inr on a comparison lab. Coumadin held for two days due to device result, however, no adverse event reported. Requested return of suspect system and replacement was sent.